Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced pocket pain. The implantable pulse generator (ipg) was relocated to the right side and the right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.